Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was dropped in the water and now the pump was not working because water was all inside the insulin pump liquid crystal display and they noticed that there was a cracked on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained that the unit is not working because the unit was exposed to moisture and had a crack on the casing. Device received with critical pump error (open book image) after battery insertion. The crest software was utilized and the history download was downloaded using thus software with both being successful. Device error 35 was present in the history download. The history download was successful using thus software. The power management tool confirmed the unloaded voltage and loaded voltage was within specification. No unexpected power alarms/alerts/anomalies noted during the event date on (B)(6) 2021. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify blank display anomalies due to critical pump error. Device received with cracked select button on keypad overlay, pillowing keypad overlay, missing display window cover, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Corrosion on motor assembly and on electronic board stack noted during visual inspection of the electronic board stack. Critical pump error (open book image) and pump error 35 due to corrosion on force sensor assembly. Unable to confirm blank display anomalies due to critical pump error. Device was confirmed for exposure to moisture and there was a crack on the unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.